Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported as due to "bacteria in enteric canal". It was not reported if the patient was hospitalized for the event. The patient was treated with tienam (dose, route, duration and frequency not reported) for the peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing at the earlier stage of treatment and was "withdrawn at the later stage of treatment". No additional information was available as the reporter declined follow up.